Event description:
The manufacturer received information alleging a ventilator inoperative message occurred on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. A philips remote service engineer (rse) assisted the customer for this issue. The customer informed the philips rse that the ventilation inoperative occurred when the device was powered on during setup and plugged into the ac power. There was no patient involved with this issue. A philips service engineer (se) was dispatched to the customer site for this issue. The philips se evaluated and determined that the flow sensor, fio2, active exhalation control module (aecm or proportional) valve, and three-way (3-way) solenoid valve had resulted in inaccurate readings that caused the device to give the ventilation inop message on the device. In conclusion, the device's flow sensor, fio2, aecm valve, and 3-way solenoid valve were replaced to address the issue. The root cause is confirmed at this time.